Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2006 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced pain and discomfort during intercourse and mesh erosion, requiring the plaintiff to undergo subsequent surgeries to revise the eroded mesh on (B)(6) 2009. Plaintiff's attorney also alleged plaintiff suffered injuries, including but not limited to, pain, infection, worsened incontinence, urinary problems, disability, and other permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.